Event description:
It was reported that the doctor noted that the patient's visual outcome was not what it should have been and was identified to be a recalled lens. The lens was implanted (B)(6) 2014. The doctor stated that the patient's vision was off by -2.25 diopters. The doctor offered the patient a lens exchange and the patient declined. The doctor further indicated he would speak to the patient again by offering a piggy back or lasik procedure. No further information was provided.

Manufacturer narrative:
A review of the manufacturing records was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. Slit lamp inspection of silicone lens showed that all the lenses sampled had an acceptable haze level. No deviation or non-conformance (ncr) related to the customer claim was generated. The monofocal bench measurement results (inspection data) were reviewed. All results showed a pass condition. No deviation was reported. A review of the raw material/process manufacturing instructions in the change control system did not show any change in the manufacturing method or specifications that could be related to the complaint. The result of the manufacturing record review does not suggest any fault for diopter power in the lens reported. The silicone intraocular lens reported was released within the diopter specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable. The lens remains implanted at the time of submitting the e-MDR. (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.